Manufacturer narrative:
Suspect device received on august 07, 2024. Device evaluation completed on august 29, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured, received in three (3) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on aug 23, 2024, indicated that the patient also experienced benning inframammary lymph node in the breast 7 cm from the nipple., bilateral capsular contractures grade iii, bilateral symptomatic ruptures, and bilateral asymmetry issues. As a result, patient underwent bilateral implant exchange with shpx, 650cc mentor implants, placement of strattice contour 2 bilaterally, and bilateral capsulectomy. The ultrasounds examination detected bilateral ruptures, and right sided complicated cyst, and benign inframammary lymph node in the right breast. The left side lot# is 6853047, and the right-side lot# is 6853789. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 2, 2024, the below updates were performed: since the side of each device is unclear, the side of implant on ip- (B)(6) was updated from left to a and ip-(B)(6) from right to b. Ip-(B)(6) was updated: product code was added as 3505501bc and lot# was added as 6853789. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revisionwith an unknown smooth, 550cc silicone prosthesis experienced bilateral silent rupture postoperative. The issue was diagnosed through physical, and ultrasound examination. As a result, patient underwent bilateral replacements with unspecified mentor silicone prosthesis on (B)(6) 2024. This report relates to the right side.